Manufacturer narrative:
Additional, changed, and/or corrected data: b.1., b.5. Reason for reoperation: capsular contracture, baker grade ii-iii

Event description:
Patient reported through medinfo and medical report capsular contracture baker grade ii-iii and anxiety diagnosed via ultrasound. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b1, b5, b6, d6a, g2, h6.

Event description:
Patient reported capsular contracture baker grade ii-iii and anxiety. Patient later reported rupture and capsular fibrosis. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii.

Event description:
Device has been explanted.

Event description:
Patient reported capsular contracture baker grade ii-iii and anxiety. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.